Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient death could not be determined. However, the patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Dates of death and event: dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, death occurred. It was reported through a research article identifying the mitraclip device which may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.